Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed and found that in another case, the customer replaced the power switch overlay and after replacing the power switch overlay. Now the unit was powered up and presented a watch dog timer error. The customer replaced the power management board corrected the watch dog timer error issue.

Manufacturer narrative:
The customer reported that the unit was not in use on a patient.

Event description:
The customer reported that the unit has led failure. The customer contacted product support and the customer has a v60 with led failure. Verified the error code in the significate log. Product support recommended part number for the overlay, power switch, gray. The customer reported that the unit was not in use on a patient.